Event description:
It was observed that during the device evaluation, the fluid mngt cap equip exhibited the flushing pump not working, and a failure of the pump head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.